Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut at the distal end of the stent was raised and bent distally towards the tip of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination of the shaft found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-oct-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the non-calcified vessel. A 12x2.50 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.